Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the mitraclip arms would open unexpectedly. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation grade 4. The clip delivery system (cds 71207u144) was advanced to the left atrium without reported issue. While opening the mitraclip in the left atrium, the arm positioner was stuck at times and the clip arms would pop open unexpectedly as if there was stored tension. No troubleshooting was performed and the clip never went into the left ventricle. The device was removed without issue. Another mitraclip was implanted, reducing the mr to grade 2-3, and a third mitraclip was implanted, reducing the mr to grade 1. There was no device issue with either implanted mitraclips. There was no clinically significant delay and there were no adverse patient effects. There was no additional information provide regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the clip arm actuation issue of clip jumping while opening and the arm positioner getting stuck (mechanical jam) was unable to be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.